Manufacturer narrative:
The customer reported that this device shuts off after 30 minutes whether it is running on ac or battery. The customer performed an extended self test on the device, all tests passed. The log was printed and there were no recent errors. Customer is returning the device to bench for evaluation. Bench evaluated the device and the reported issue was traced to a fault power supply. The ac power supply was replaced. The customer was instructed on how to obtain a new battery. This was a malfunction of the ac power supply. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device powered off while attempting defibrillation on a patient when monitoring ECG. The device was removed, another xl defibrillator was obtained and patient was defibrillated. The involved patient died, however the customer has reported that the device(s) were not at fault